Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming, as the cervical lead had migrated. It was also noted that contacts on the thoracic lead displayed high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively. The explanted leads will not be returned by the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2316500, model: sc-2316-50, serial: (B)(4), batch: 16065058.